Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a esophagectomy/gastric tube, during the first firing, failure to fire occurred on the first handle used. The second handle used was a backup device and it was tried to be used, however, when it was removed from the charger, operation sound was generated but there was no display. The procedure was completed with another device. No patient injury.